Event description:
It was reported that the procedure was to treat the right internal carotid artery. The acculink and accunet were used successfully. After the procedure the pt had stroke symptoms on the right side (foot drop on right side). It was thought that as another co's sheath was advancing in the aortic arch, some of the plaque flaked away and went up the opposite side. The pt stayed in a rehabilation home for two weeks, and still has slight issues with their right foot, which the physician states is more of a balance issue.